Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are not available. It was reported that during a routine follow up the stent graft was found to have migrated and was all the way in the aaa sac with a proximal type 1 endoleak present. Currently, the aneurysm measures 6.75 cm x 5.6 cm. The aortic neck is 25 - 28 mm in diameter and it is 1 cm in length. It is unknown whether the patient has been returning for follow-up or not. The stent graft migration is likely due to disease progression. A non contrast CT was used due to pre-existing creatinine issues. Intervention was scheduled; however the patient changed physicians and the course of action is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression and a short neck), device failure/lack of effectiveness related to patient condition (disease progression and a short neck).